Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that blood glucose elevated to 700 mg/dl and customer was unaware as test strips were left at work. Customer was at the hospital due to settings and requested assistance with settings. Customer did not request further assistance due to high blood glucose not being caused by insulin pump. Customer states that insulin pump worked as designed.